Event description:
Additional information was received that an x-ray was performed and damage due to clavicular crush was observed. The ra lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Event description:
During an in-clinic follow up, episodes of noise resulting in oversensing and inappropriate mode switch were observed on the atrial lead due to suspected, but unconfirmed, insulation damage. Provocative testing was performed, however, no anomalies were observed. No intervention was performed at this time. The patient was stable and will continue to be monitored.